Manufacturer narrative:
Patient identifier: requested, unknown, age & date of birth: requested, unknown, patient sex: requested, unknown, weight: requested, unknown, ethnicity: requested, unknown, race: requested, unknown, date of event: requested, unknown, lot number: requested, unknown, expiration date: unknown due to unknown lot number, UDI: unknown due to unknown lot number, implanted date - unknown due to unknown date of event, explanted date - device was not explanted, device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product code/lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been attempting to insert the device without sufficient angulation. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that a patient experienced more than normal pain with the involved angio-seal device sheath insertion and physician reported added difficulty of inserting sheath with no known anatomical variations that would cause that. Additional information was received on 14 oct 2022: the procedures was a heart catheterization, and a 5 french sheath was used. There were no issues with access. A pre-deployment angiogram was performed. The doctor was eventually able to deploy, and the patient was good.